Event description:
Allegedly, the doctor was performing prostatectomy when he noted a spark midway on the high frequency cable. They checked pt and found a 2 mm minor burn on the hip where cable had been laid. Hospital applied bacitracin; pt healing well. Procedure was completed.

Manufacturer narrative:
The hospital did not return cable to karl storz; they did sent it to baretich engineering for analysis. Here are the results of their investigation: cable in good condition. There is a noticeable hole in the outer cover of the cable approx 75 cm from the distal instrument end. Appearance suggests that cord may have been pinched causing a small piece of insulation to tear away. There was discoloration around the insulation breach which is a result of the arcing. Recommend that hospital review handling and cleaning processes for this product.